Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) requested boston scientific engineering analysis. Boston scientific engineering analysis results provided the battery appeared to have depleted earlier than expected, and the cause is unknown. Additional information received from boston scientific field representative provided this icm device was explanted and replaced. No adverse patient effects were reported. This icm device has not been returned for analysis. Attempts to gather additional information were made, due diligence complete.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) requested boston scientific engineering analysis. Boston scientific engineering analysis results provided the battery appeared to have depleted earlier than expected, and the cause is unknown. Additional information received from boston scientific field representative provided this icm device was explanted and replaced. No adverse patient effects were reported. This icm device has not been returned for analysis. Attempts to gather additional information were made, due diligence complete.

Manufacturer narrative:
The following field was corrected as per additional information received: d6b explant date. Field g4 premarket/510k contains both documents k193473 & k210608 whose character limit prevented both entries from the field.

Manufacturer narrative:
This insertable cardiac monitor (icm) device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Neither visual examination nor x-ray examination of the device identified anomalies. An attempt was made to interrogate the device, and it was noted the icm could not be communicated with. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. The current drain was measured and found to be normal. The battery was forwarded for detailed analysis. This analysis identified an internal battery short that resulted in the observed premature battery depletion. Field g4 premarket/510k, from section g all manufacturers, contains both documents k193473 & k210608 whose character limit prevented both entries from the field.

Event description:
It was reported that this insertable cardiac monitor (icm) device had reached end of service (eos) battery status earlier than expected. Boston scientific technical services (ts) requested boston scientific engineering analysis. Boston scientific engineering analysis results provided the battery appeared to have depleted earlier than expected, and the cause is unknown. Additional information received from boston scientific field representative provided this icm device was explanted and replaced. No adverse patient effects were reported. This icm device has been returned, and analysis has been completed.